Event description:
The graft turned redder than usual and leaked approx 30ml of blood (within label specifications). The bleeding stopped spontaneously and the graft was left in. Although the dr stated he was not concerned about the leakage, he believed the graft felt thinner than usual. The pt was unaffected.